Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction scope communication error (b30) is traced to component failure and damage to ultrasound plug unit and resulting in a blackout malfunction upon startup. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, the gastrointestinal videoscope had scope communication error (b30) and had a blackout malfunction upon startup. There were no reports of patient involvement.